Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was taken to the hospital, treated for high glucose and ketones. Customer was wearing pump overnight. She woke up, and the pump had been in stop for several hours. Pump had not lost power. Pump may have shown an error message, but mother was not sure. It is not made clear why the pump was in stop. Customer woke up at approximately 10 am and got a high reading on the aviva combo meter (mother does not recall value). She was able to self-treat with a novolog injection of approximately 25 units. Customer took her pump off and her mother drove her to the hospital. She arrived at the hospital at approximately 10:30 am. Customer got a high reading on the hospital meter (mother does not recall value). Customer was treated with an IV insulin drip and was kept in the emergency room, ER, under observation for 6 hours. Once glucose had returned to normal levels, customer was allowed to leave the ER. Mother did not allege delivery malfunction or a missed alert. A request was made for the return of the device.